Manufacturer narrative:
No UDI required due to this device being out of production prior to the september 24, 2014 UDI regulation date. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on company acceptance criteria. Light sensitivity is a known potential consequence of refractive laser surgery. Irritation/ocular discomfort is a known side effect of refractive laser surgery at the immediate post-operative and initial recovery period. The root cause could not be determined conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with bilateral extreme light sensitivity especially while driving three weeks post-operative photo refractive keratectomy (prk) procedure. Patient reported eyes are throbbing, and no relief with artificial tears. Reporter indicated the patient was prescribed an increased topical steroid eye drop dosage. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.